Event description:
The patient reported that they had experienced a loss or change of therapy. Increase amplitude. Patient services reviewed the pt should monitor her symptoms and if they don't improve she can increase stim more but it should not be increased to a point where it is painful or uncomfortable. Symptoms reported were: the patient had been leaking more. Event date: (B)(6) 2016. Pt said she has been leaking more the past 2 days. Indications for use noted as: gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstance that led to the patient leaking more was that they changed programs. The step take to resolve the increase in leakage was that the patient had the therapy implant. The patient tried 5 different medications with no help and finally tried the therapy. The therapy was not perfect but it helped and the patient was better than before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.